Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that manufacturer representative (rep)  called regarding the patient having phantom leg pain and the neurosurgeon is doing a surgery to look at the implanted spinal cord stimulator (scs), as he may take out one or two leads. Physician only has a deep brain stimulator plug. Agent reviewed dimensions and also off label use for scs. Rep states she is not there and not sure when this began, but the physician is wanting to give the patient more pain relief by trying something different with their stimulation.